Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "error 1871". Visual inspection found the pump to be in damaged physical condition with a cracked rear housing and bleeding screen. Inspection of the pump's event log revealed battery depleted and error 1871. The motor was activated and the device went into error 1871. Replaced the motor. Replaced circuit board due to battery depleted alarm. What caused the reported problem was determined to be the motor. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported by the patient that while using a cadd® cadd-legacy 1 pump, error code 1870 displayed on the pump. Reason for the use of the pump is pulmonary arterial hypertension. No patient injury.